Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter alleged that the ok, up and down arrow keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2015 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump¿s black box data revealed no evidence of short battery life or excessive battery usage. The battery cap was not returned with the pump, and a test cap was used to complete the investigation. The test cap was able to fully secure onto the pump, and the pump powered on with the test battery cap. The electrical current draws measured within specifications. The pump was opened and no evidence of moisture or loose components was found inside the pump. Unrelated to the initial complaint, the battery compartment was cracked. Also unrelated, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.